Manufacturer narrative:
Follow-up # 2 ¿ (03/03/2015),the patient¿s test strips have been returned on 2/19/2015 and evaluated by lifescan product analysis on 2/20/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra easy meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care representative (ccr) documentation. The patient alleged inaccuracy began on an unknown date and time prior to contacting lfs. The patient stated that she obtained an inaccurate high result of ¿300mg/dl¿ on the subject meter compared to feelings/normal results; such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and ¿between (B)(6) 2014 ¿ (B)(6) 2014, late afternoon¿ she stated she continued with her usual dose of medication (including sliding scale)¿novorapid 17 units¿ in response to the high reading. The patient reported ¿half an hour after¿, she developed symptoms of ¿sick feelings and sweat¿, which she self-treated with ¿jubin sugar solution¿. After which she felt better. At the time of troubleshooting, the ccr determined that the correct unit of measure was used at the time of testing and the patient did not have control solution to walk through a test. Ccr indicated that the issue was resolved with training. Replacement products have been sent to the patient. This complaint is being reported because, the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/06/2015). The patient¿s meter has been returned on 1/20/2015 and evaluated by lifescan product analysis on 1/23/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.